Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed a delamination total of the valve (adhesive failure) ¿ cancer: unable to observe as it is not related to the manufacturing process. ¿ fetal distress: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported having a miscarriage (not device related). Health professional reported diagnosis of basal cell carcinoma of the left upper forehead. A different healthcare provider reported a right side deflation. The device was explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2025-0000079. Clarification to b3 date of occurrence: the (B)(6) 2009 date relates to the patient's report of a miscarriage. The patient was diagnosed with basal cell carcinoma on (B)(6) 2010. The date of occurrence relating to the right-side deflation was provided as (B)(6) 2025. A review of the device history record has been completed. No deviations or non-conformances noted. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and cancer.

Event description:
Health professional and patient reported diagnosis of basal cell carcinoma of the left upper forehead. A different healthcare provider reported right side deflation. The patient was "treated with aldara cream" for the basal cell carcinoma. The device was explanted.